Manufacturer narrative:
Only device photos were received. H6. Health effect - impact code continued: f2201 - biopsy, f2203 - imaging required visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, infection (late onset).

Event description:
Patient reported left side rupture and seroma-late. Healthcare professional later reported infection (late onset). Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Further investigation: review of sterilization and seal strength records related to work order (B)(4) did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results for jan 2007 and bioburden monitoring results for lq 2007. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 1383330 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed.

Event description:
Patient reported left side rupture and seroma-late. Healthcare professional later reported infection (late onset). Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is not related to the device. Infection (late onset): unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side rupture and seroma-late. Healthcare professional later reported infection (late onset). Device has been explanted and replaced with non-allergan device.